Event description:
Pt reportedly has had episodes of vertigo since the surgery. The pt was evaluated by the implant surgeon. The surgeon suspected a fistula. However, a CT scan did not confirm this. The surgeon performed a tympanotomy to look for a fistula. At the time, he elected to remove the positioner. Intraoperative testing was performed, before and after removal of the positioner, on three electrodes. The measurements were not influenced by removal of the positioner. After the surgery, mild vertigo was still present. Within a few days, the pt's reported vertigo subsided. The pt still reports vertigo when turning their head quickly.